Event description:
It was further reported that at the time of the event, the patient also presented with headaches. Per core lab analysis of the angiography done at the time of the event, there was 93.66% diameter stenosis in the mid rca with timi-3 flow with the notation "diffuse in stent restenosis within the study stent." It was previously reported by the site that timi flow was "0".

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause was that the ail pcb (air in line printed circuit board) was out of calibration. The ail pcb has been recalibrated. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or additional information become available.

Event description:
During baxter's review of the device event history, it was discovered that failure code 810:11 occurred during delivery on (B)(6) 2010. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version is 6.13.90, categorized as remediated.